Event description:
This rv lead was implanted on (B)(6) 2012 and still remains implanted at this time. The patient experienced a pocket stimulation in different posture since (B)(6). When patient is stating they can feel pocket stimulation and they have a crt-p, the first thing that comes to mind is if they are getting intermittent phrenic nerve stimulation from pacing on the lv lead. They might be able to increase the pulse width to allow for a lower amplitude and that might allow for less chance of stimulation. If they can't recreate any lv stimulation then it might be possible the stimulation is coming from rv or ra pacing but that is much less likely. The physician was unknown at (B)(6) in netherlands. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).